Event description:
It was reported to medtronic minimed that the customer experienced pump error 63. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported receiving a pump error. Troubleshooting was performed and the customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed selftest. Customer is not using quick bolus speed feature on an impacted pump. Customer reported receiving a battery failed alarm. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer's not using quick bolus speed feature on an impacted pump. Customer reported receiving a battery failed alarm. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, active current test, sleep current test, and self-test. No failed battery alarm noted during testing. Pump was downloaded using thump for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Failed battery test occurred on 04/01/2024 19:10 in history files. Pump error 63 variable (15) occurred on 04/01/2024 19:10 in history file. Pump was cut open to perform visual inspection and found evidence of moisture on the force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, stained serial label. P-cap was attached and locked into place properly. Fail battery test is not confirmed. Pump error 63 is confirmed due to hardware anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.